Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09623; 2134265-2016-09625; 2134265-2016-09626; 2134265-2016-07907 and 2134265-2016-07908. It was reported that no-reflow to poor reflow and vasospasm occurred. In (B)(6) 2016, the patient presented with acute inferior st segment elevation myocardial infarction (stemi) and single vessel coronary artery disease. Vascular access was obtained via the right radial artery using a 6fr sheath. The acute occluded target lesion was located in the mid right coronary artery (rca) with large thrombus burden. Aspiration thrombectomy was performed and a large amount of red thrombus was removed. A 24 x 4.00 promus premier¿ drug - eluting stent (des) was then deployed at 18 atmospheres. Post dilation was performed with a 5.00mm x 12mm nc emerge® balloon catheter at 20 atmospheres however, this resulted in a filling defect at the proximal edge of the stent- likely a plaque prolapse or residual thrombus and was confirmed by intravascular ultrasound (ivus). A 16 x 4.00 promus premier¿ des was then implanted at 18 atmospheres, overlapping the previously deployed stent. The 5.00x12mm emerge nc balloon catheter was then re-advanced for post dilatation at 20 atmospheres. The procedure was completed and the patient was sent back to the ward. The following day, the patient complained of chest pain and an inferior st elevation was noted. The rca was occluded at the proximal stent margin. Vascular access was obtained via the right radial artery using a 6fr sheath. The vessel was wired and multiple aspirations were done with a non-bsc aspiration catheter. The thrombus was removed and timi3 flow was restored. The tandem lesion in the distal rca appeared severe and it was confirmed on ivus that a heavy plaque burden at both sites with reference vessel diameter of 4mm distally and >5mm in more proximal-distal rca lesion were present. The more distal stenosis in distal rca was treated with a 16 x 3.50 promus premier¿ des. The more proximal stenosis in the distal rca was treated with a 38 x 4.00 promus premier¿ des, overlapping the edge of the previously deployed stent yesterday. Post dilatation was then performed with a 5.00mm x 15mm nc emerge® balloon catheter however this resulted in no-reflow. The non-bsc aspiration catheter was attempted to be re-advanced and a severe radial compression was noted in the distal rca stent. A severe spasm was considered. Progressive dilatation were performed however angiographic appearance was not satisfactory and stent fracture was strongly suspected. Ivus was unable to pass beyond mid rca. A non-bsc des was then deployed overlapping the previously implanted 38 x 4.00 promus premier¿ des. The 5.00mm x 15mm nc emerge® balloon catheter was re-advanced for post dilation. A poor reflow was established despite verapamil and nitrate. No further intervention were undertaken as unlikely to help. No further patient complications and the patient's status was good.